Manufacturer narrative:
The reported event of missing electromyography (egms) of shock delivery for ventricular fibrillation (vf) was confirmed. Based on the information provided, it was determined that, initially the episode was detected as supraventricular tachycardia (svt), which triggered an svt egm. Then, later on, the episode was correctly overwritten by a newer svt egm based on the protection and prioritization requirements. The firmware is performing per design.

Event description:
During a clinic follow-up, missing egms were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.